Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation bipap autosv of device inoperation. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Also, foam particles were observed; and device was scrapped. There were no other errors found. The third-party service center was able to confirm the complaint.

Manufacturer narrative:
H3 other text : device serviced by third party service center.